Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a worn and defective downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the cassette was not attached properly. Upon physical inspection, a torn, defective downstream occlusion sensor (dso) was found. There was no patient involvement, no patient injury was reported.